Event description:
Procedure: laparoscopic cholecystectomy. Reportedly, while using the unspecified electrode and "lap cholecsytectomy cord and dissector" the electrode cord burned through and began to spark. Part of the broken cord flew into the sterile field. The sparks did not ignite any surgical drapes or equipment, and there was no harm to the patient. The account did not offer the generator for evaluation. The account did not indicate what type of devices were being used with the generator.